Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "fibrosis," "chronic inflammation," and "granulomatous reaction to a foreign body.¿ the device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ local reaction: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, deformation, wear abrasion, cloudy and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "chronic inflammation", and "granulomatous reaction to a foreign body¿. The device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "granuloma" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. "Granulomatous reaction to a foreign body".

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. "Chronic inflammation" and "granulomatous reaction to a foreign body¿. The device has been explanted. Capsulectomy was performed.